Event description:
Rptr noted endophthalmitis 3 days post op.

Event description:
Add'l info rec'd from customer: three cases of endophthalmitis occurred with same surgeon. No similar incident with other surgeon using same machine. Pt cultures were negative. Treated with intravenous and intravitreal antibiotics; still in-progress. Pt 1 of 3: va is 1/10 at day 30 post-op.